Manufacturer narrative:
-01) conclusion statement: the report of ¿high impedance¿ was confirmed. Analysis of extension a found all internal wires broken in the strain relief area. The root cause of the fractures is unknown as the patient did not report any falls, trauma or accident prior to the allegation.

Event description:
It was reported the lead had high impedances. Surgical intervention was undertaken wherein a disconnection from the hub of extension observed. As a result, the extensions were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.